Manufacturer narrative:
The coaguchek inrange meter serial number was (B)(6). On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Per product labeling: the presence of anti-phospholipid antibodies (apas) such as lupus antibodies (la) may lead to prolonged clotting times, i.e., they may cause false-high inr values. If you have or suspect that you have apas, discontinue testing until you discuss with your physician.

Event description:
There was an allegation of questionable results from the coaguchek inrange meter compared to a laboratory using an unknown reagent. The laboratory result was 5.0 inr and the meter result was >8.0 inr. On (B)(6) 2023, the laboratory result was 4.3 inr and the meter result was >8.0 inr. The time between tests was less than three hours. The therapeutic range was 3.5-4.5 inr.

Manufacturer narrative:
As no further information or customer products were received, the cause of the event could not be determined. The investigation did not identify a product problem.